Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd his scs trial sys, including two percutaneous leads (from the same lot), on (B)(6) 2011. It was reported that on (B)(6) 2011, the pt experienced drainage from the trail lead incision site. The pt's dressing was changed, and he was discharged home. On (B)(6) 2011, the pt went to the ER due to incision drainage and blistering on his back. The pt's trial sys was consequently explanted on (B)(6) 2011; the explanted product was discharged. A culture of the lead incision revealed the pt had a (B)(6) infection. The pt was treated with a 14-day antibiotic regimen. The physician stated that the pt may have experienced an allergic reaction to the tape. F/u on the pt on (B)(6) 2011 found that the infection had resolved. The physician plans to implant the pt with a permanent scs sys; however, the pt plans to see an allergist for consultation prior to moving forward.